Event description:
It was reported to MFR that a system diagnostic test revealed high lead impedance when the vns pt's device was tested. The pt had reported experiencing discomfort with stimulation several days prior to the office visit. Further follow up with the physician revealed that the pt regularly jumps on a trampoline, but there have been no injuries associated with that activity. X-rays were taken to assess the continuity of the system and were sent to MFR for review. Review of the x-rays revealed two suspect areas in the lead. The first suspect area was observed in the pa chest view where there appeared to be a gross lead discontinuity in the lead body portion of the lead. The second suspect area was located in the strain relief bend after the lead bifurcation. Surgery is planned to have the problematic device replaced, but has not yet been scheduled.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. Review of x-rays by the MFR revealed a gross lead discontinuity. Device failure occurred, but did not cause or contribute to death or serious injury.